Manufacturer narrative:
(B)(4). Device evaluated by MFR. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The balloon was inflated before the target lesion; however, the balloon ruptured during the initial inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a non-bsc balloon catheter. There were no patient complications reported.